Event description:
It was reported the patient experienced post-operative bleeding that required treatment in the operating room. No product deficiencies were reported during use of the device. There were no additional patient complications reported as a result of this event.

Manufacturer narrative:
Visual inspection found no cosmetic or physical anomaly present on the subject controller. Functional evaluation revealed the subject controller performed as intended and exhibited no functionality issues during the testing process. The complaint could not be verified and a root cause could not be determined. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: overuse of the concomitant wand resulting in diminished function of the electrodes. Insufficient saline flow to the surgical site. Surgical technique. The patient's compliance to post op instructions. The types of food consumed, certain medicines and/or bleeding disorders that are known to reduce the body¿s ability to clot. Cauterization of blood vessels will form a blood clot, however; if the clot falls off, this allows the blood vessels to start bleeding again. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.